Manufacturer narrative:
On 10-jan-2017 product investigation results: reporter returned two toothbrush heads on 29-nov-2016. Toothbrush heads were identified to be oral-b power oral care refills precision clean on 13-dec-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Oral-b brush head detached in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that an oral-b flexisoft or precision clean brushhead detached in her mouth while used with an oral-b rechargeable toothbrush, version unknown. The consumer had previously used flexisoft brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Reporter returned 2 toothbrush heads on 29-nov-2016. Product investigation is in progress.

Event description:
Oral-b brush head detached in mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that an oral-b flexisoft or precision clean brushhead detached in her mouth while used with an oral-b rechargeable toothbrush, version unknown. The consumer had previously used flexisoft brush heads. No symptoms developed.